Manufacturer narrative:
On 09/13/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. After registration the doctor was not satisfied with the accuracy of the navigation and deemed that the navigation was off by at least +-3 millimeters. The surgeon registered the patient the second time and found that navigation was much improved but still slightly off. Upon investigation it was determined that the doctor's registration was too concentrated on one stop and did not give a broader variable with the tracer and that was causing the inaccuracy for navigation. The medtronic representative performed a tracer giving more lateral trace and not just concentrated around the nose and forehead, resulted in 100% accuracy on the navigation. Recommendations made to the surgeon to improve technique in performing a broader tracer. A second medtronic specialist concurred with the system check-out and findings. On 10/05/2016 software investigation completed. Findings are that there was a poor tracer pattern. Software is functioning as designed. User error. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred. Registration was performed twice with tracer registration. After the first registration, the inaccuracy was approximately 2 millimeters anterior/inferior. After they re-registered the patient, it was quite accurate on the skin level, however, more internal the anatomy goes, inaccuracy increased to 3-5 millimeters laterally. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the or staff was also trained in addition to the surgeon. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.